Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device analysis: one needle-suture combination of product code sxpp1a301 was returned for analysis. Visual inspection was conducted on the returned device. Upon visual inspection of the returned sample body fluids on the length of the suture was noted, in addition, damaged barbs and a side of the fixation tab was cut. After further evaluation of the end suture, marks were observed on the nucleus possibly from a surgical device. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used before use, it was found that the half of the fixation tab had been missing. Upon retuned of the device visual inspection was conducted on the returned device. Upon visual inspection of the returned sample body fluids on the length of the suture was noted, in addition, damaged barbs and a side of the fixation tab was cut. After further evaluation of the end suture, marks were observed on the nucleus possibly from a surgical device. No additional information was provided.